Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition; no leak was observed. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified during photo inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking near the crimped area of the tubing. The leak was observed during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.